Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user experienced hyperglycemia while using the ilet system, with glucose elevated above 180 mg/dl for approximately 12 hours and a peak of 412 mg/dl. The system alerted for high glucose, and after a full supply change, the user resumed insulin delivery as intended. The user subsequently elected to revert to a prior device pending additional training. The reported symptoms included feeling okay, with no hypoglycemic or other adverse symptoms. The outcomes included no need for outside assistance and no medical intervention or hospitalization. The investigation included troubleshooting and education support, including guided replacement of pump supplies and confirmation that insulin delivery had resumed. Review of the case revealed no device or component malfunction and an unclear cause of hyperglycemia after initial operation, with glucose improving following supply replacement and user re-education planned. Based on previously established findings for similar reports, it was concluded that the cause was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.